Event description:
Attempts for addiitional information and product return have been unsuccessful.

Event description:
On (B)(4) 2013 it was reported that the vns patient received a full revision on june 28, 2013 due to lead discontinuity. Information regarding the reason for the vns generator replacement was not provided. Battery life calculations were performed and it was revealed that the vns device has 2.87 years left until end of service. Good faith attempts have been delayed because the physician will not be returning to the office until the end of (B)(6) 2013.

Manufacturer narrative:
Device failure occurred, but did not cause or contribute to a death or serious injury.